Event description:
The fenestrated bipolar forceps instrument was received with no reported complaint. There was no reported patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a severely twisted grip, causing vertical misalignment of the grips. As a result, a gap between the grip tips can be observed. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The instrument was found to have scratch marks/abrasions on the grip tips. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.103¿ - 0.186" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history confirmed there are no additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n10210405 0201) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system (B)(4). The instrument had 4 remaining usable lives with no subsequent use recorded. No image or video was provided for review. This complaint is being reported because, failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.